Event description:
On 2/15/2022, it was reported by a sales representative via phone that an ar-3638 knotless fibertak sutures got tangled and had to be cut out. The anchor was not removed and remains in the patient. Another fibertak was opened to complete the case. This was discovered during a bankhart repair procedure on (B)(6) 2022. No further issues have been reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.